Event description:
The consumer reported that during a testing session with the binaxnow covid-19 antigen card home test, the patient "got injured and started bleeding." The date that this event occurred is unknown. No patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Retraction report: after further evaluation, this event should not have been reported as there is no indication as to what led to the patient's nose to bleed. Also, no medical intervention was required and a serious injury did not occur as a result.